Event description:
During a surgical procedure with a pt on the table, the table was reported to have moved without activation. The table was evaluated by a berchtold field service rep. The hand control was found to be defective. The repair action was to replace the hand control.